Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited rising impedance measurements, high threshold measurements and undersensing of r-waves. Additionally, the ICD was felt to have exhibited premature battery depletion (pbd). A revision procedure was performed. The device was explanted and the rv lead was capped and surgically abandoned. A new device and rv lead were successfully implanted without incident. No adverse patient effects were reported. The ICD was disposed of and is not expected to be returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.